Event description:
A customer reported that the protective cover of a safety sideport knife (378231, 6089497) was found open inside the packaging, resulting in an injury to an operating room staff member. The incident occurred during handling of the device, and no patient was involved. The exact circumstances of the event, including the extent of the cover opening and the severity of the injury, could not be further clarified despite follow-up questions to the customer. Although the level of medical treatment required in this case is unknown, the reported event confirms that an injury occurred due to unintended blade exposure, and therefore a similar or more severe outcome cannot be excluded. Based on the available information, this complaint meets the criteria for reportability to competent authorities, as it involves a device malfunction (protective cover not secured) that led to user injury and has the potential to result in serious harm if the issue were to recur. The complaint is also considered reportable in us in accordance with foreign reporting requirements.